Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Controller is not functioning correctly, the chair will drive backwards and when the chair is driven forward chair will veer to the left.